Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2024, imaging showed a clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr was recurrent. A re-do procedure was scheduled for (B)(6) 2024. Subsequent to the initial report, on (B)(6) 2024 the slda clip was stabilized with an xt clip, reducing mr from grade 4 to 3. The physician wanted to further reduce the mr, so another clip was prepared and advanced. After grasping, the gradient increased to 9 mmhg so the clip was attempted to be brought back into the left atrium (la) but it was entangled with a subvalvular chord. The clip was eventually brought back into the la and removed from the patient. However, it was noted there was damage to the valve and mr had increased to 4+. Despite this, the patient was noted as stable. The gradient returned to baseline.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and an additional mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2024, imaging showed a clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr was recurrent. A re-do procedure was scheduled for (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.